Event description:
It was reported that the balloon of this device burst during an angioplasty procedure. There has been no claim of injury related to the event. The device is being returned for evaluation.